Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported the infusion sets have leaked insulin between the cannula and self-adhesive for 2-3 weeks. Her blood glucose has elevated to 300 mg/dl, and she's delivered insulin via the infusion device as treatment. She did not require treatment from a healthcare professional or second party to address the issue. The infusion sets were requested for evaluation.

Manufacturer narrative:
The complaint describing a leak on the headset cannot be verified. The headset meets product specifications. The three unused infusion sets were visually inspected and tests for flow and tightness were performed. All test results were within specifications.